Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. However, there are two echo images provided by site that showed the presence of device related thrombus. The disc of the device was below the pv ridge at an ~90 degree angle. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f delivery system. During procedure, patient's activated clotting time (act) levels was higher 270s, and heparin was administered. On (B)(6) 2023, transesophageal echocardiogram (tee) revealed a thrombus deposit of 1.2 x 0.7cm and novel oral anticoagulants (noac). On (B)(6) 2023, tee showed decrease in the thrombotic deposits but noacs continued. On (B)(6) 2023, tee revealed the thrombotic deposits had disappeared. Noac was stopped and dual antiplatelet therapy (dapt) continued. On (B)(6)2023, tee showed a large thrombus on the closure and patient started the noac again. The amulet remained implanted. The patient was reported as stable.